Manufacturer narrative:
Other devices involved in this event: (B)(4) - battery / catalog number 1650 / expiration date: 01/31/2017. (B)(4). (B)(4) - battery / catalog number 1650 / expiration date: 01/31/2017. (B)(4). (B)(4) - controller ac adapter / catalog number 1425us / expiration date: unk. (B)(4). Pump (B)(4), two batteries, and one controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. The reported "high power" event was confirmed via log file analysis which revealed 403 high watt alarms logged since (B)(4) 2016. Log files indicate an increase in power consumption starting on (B)(4) 2016 leading to parameters outside the normal operating range. Failure analysis of the returned batteries and controller ac adapter indicated that the devices passed visual inspection and functional testing. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed scoring marks on the upper and lower housing ceramic surfaces and on the matching surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. Dimensional verification revealed that the impeller balance measurements were found to be deviating from specifications. This impeller imbalance likely resulted from the thrombus within the pump which created forced contact in between the impeller and pump housing surfaces thereby leading to abrasion marks on the pump housing and impeller surfaces. The abrasion marks were significant enough to alter the balance of the impeller. Given that the pump met specifications prior to release, this deviation was likely a result of the clinical challenge to the pump and not the initial source of the problem.  There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the "high power" event can be attributed to external factors such as thrombus formation/ingestion. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. Lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility.  In addition, sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). There are patient and pharmacological factors that may have contributed to this event.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad equipment manager that this patient was admitted to the hospital with hyperkalemia and worsening kidney function.  Preliminary log files performed by the site indicated increasing trends in pump powers and flows.  International normalized ratio (inr) on admission was supratherapeutic, and peaked to greater than 10.  The patient was started on continuous veno-venous hemodialysis (cvvhd) and was administered heparin, bivalirudin and tissue plasminogen activator (t-pa) throughout his hospitalization with an initial decrease in pump powers and flows.  He was later started on dobutamine and milrinone infusion for inotropic support.  Repeat log files sent on november 22nd 2016 revealed that the device continued to operate above normal operating parameters.  This patient is currently not a candidate for pump exchange.  The last report received indicates that he remains hospitalized for treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hw23466 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. The reported event was confirmed via log file analysis which revealed 403 high watt alarms have been logged since november 21, 2016. Log files indicate an increase in power consumption starting on november 18, 2016 leading to current parameters outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Cardiac arrhythmias, device thrombosis, hemolysis, hepatic dysfunction, hypertension, multi-organ failure, renal dysfunction, respiratory dysfunction, right heart failure and worsening left heart failure are known potential complications that may be associated with use of this product and in patients with heart failure additional information received indicates that the patient underwent cardiac transplantation on (B)(6) 2017. Additional information indicates that the patient was admitted to hospital on (B)(6) 2016 with cardiogenic shock, acute kidney injury and shock liver that was suspected to be due to worsening right heart failure. In addition, the patient was noted to have a supratherapeutic international normalized ratio (inr). Of note, the patient's post-hvad course had been complicated by incomplete hvad support treated with continuous intravenous (IV) dopamine, persistent hypertension and septic arthritis (treated with chronic antibiotic therapy) and chronic kidney disease. He was treated with intravenous (IV) vitamin k and started on central veno-venous hemodialysis (cvvh). On (B)(6) 2016, the patient had a sudden onset of anuria and increasing hvad flows along with dark urine and his heparin was changed to bivalirudin. The next day, he was switched back to heparin in an attempt to permit lysis of the suspected pump thrombus with tissue plasminogen activator (tpa). This treatment resulted in the temporary improvement in the patient's hvad power consumption and he was given a second dose of tpa on (B)(6) 2016. The site reported that the patient's elevated hvad power and flows persisted with ongoing evidence of pump thrombosis. During his hospitalization, he is also reported to have required the transfusion of three units of packed cells. He had also developed new onset abdominal pain associated with multiple loose bowel movements that were initially guaiac negative but then became positive and with one episode of vomiting. A kidney-ureter-bladder (kub) study was unremarkable. An abdominal computerized tomography (CT) scan revealed ascending colon wall thickening, ileus and no evidence of an acute abdomen. He was subsequently started on metronidazole/ciprofloxacin empirically. On (B)(6) 2016, the patient's hvad was switched off due to reported drops in the speed and flow. The patient was started on norepinephrine and his milrinone titrated up. He is reported to have remained broadly hemodynamically stable on high doses of inotrope, continued cvvh and with intra-arterial balloon pump (iabp) support. By the next day, the patient developed episodes of ventricular tachycardia and hemodynamic deterioration requiring support with extra-corporeal membrane oxygenation (ECMO). The patient is also reported to have required re-intubation, mechanical ventilation and sedation. The site reported that the patient's profound biventricular failure was the limiting factor in considering hvad exchange. The patient underwent biventricular implantation of centrimag devices on (B)(6) 2016 with final closure on (B)(6) 2016. As of the date of this report, the patient remains in the intensive care with biventricular support and is reported to be recovering slowly. He is now mobile within the unit and has been re-activated for cardiac and renal transplant with a plan to remain in the unit until a suitable donor is found. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. The reported event was confirmed via log file analysis which revealed 403 high watt alarms have been logged since (B)(6) 2016. Log files indicate an increase in power consumption starting on (B)(6) 2016 leading to current parameters outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed include the patient's worsening underlying condition (biventricular failure, chronic renal disease, persistent hypertension and septic arthritis) and issues with the management of the patient's therapeutic anticoagulation. There are patient and pharmacological factors that may have contributed to these events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.